Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow up, a loss of capture was reported on the right atrial (ra) lead. Diagnostic imaging was performed and lead dislodgement was confirmed. During the revision procedure, the physician noted that the ra lead was damaged. The lead was explanted and replaced. The patient was stable.